Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing issue and loss of capture. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was revised and remains in use. No patient complications have been reported as a result of this event.